Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(4); manufacture date: april 28, 2017; expiration date: april 01, 2027; part: 04.037.150s; (sterile) lot: h352133; 11mm/130deg ti cann tfna 300mm/right ¿ sterile; lot quantity: . Device history record (DHR) for 04.037.150s was reviewed. Work order traveler indicates that all inspection acceptance criteria were met. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label logs were found to be conforming. Sterility documentation was reviewed and determined to be conforming. Component(s) reviewed: 04.037.942.2 lock prong, 130 degree, tfna bp 55 lot: ll367719 lot quantity: (B)(4); work order traveler indicates that all inspection acceptance criteria were met. 04.037.912.4 wave spring, shim ended for tfna nail assembly bp55 lot: h249487; lot quantity: (B)(4); work order traveler indicates that all inspection acceptance criteria were met. Incoming final inspection sheet met all inspection acceptance criteria. Material certification & certificate of conformance and quality history card were found to be conforming. 04.037.912.3 tfna lock drive bp 58 lot: h330673; lot quantity (B)(4); work order traveler indicates that all inspection acceptance criteria were met. Inspection sheet met all inspection acceptance criteria. 21127 timoagri16.00 bp 80 lot: h201580; lot quantity (B)(4).; certificate of analysis supplied by metalworks pmd was found to be conforming. Lot summary report supplied by depuy synthes indicates that all acceptance criteria were met. Raw material receiving / putaway checklist indicates that all other acceptance criteria were met. Investigation flow: broken visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of postoperative nail breakage, which agrees with the reported complaint condition. The nail has broken at the proximal locking hole. The break is jagged and oblique. Both halves of the broken nail were returned. Document/specification review: the returned device was manufactured in april 2017. DHR for 04.037.150s was reviewed. Work order traveler indicates that all inspection acceptance criteria were met. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label logs were found to be conforming. Sterility documentation was reviewed and determined to be conforming. Component(s) reviewed: 04.037.942.2 lock prong, 130 degree, tfna bp 55 lot: ll367719 lot quantity: (B)(4); work order traveler indicates that all inspection acceptance criteria were met. 04.037.912.4 wave spring, shim ended for tfna nail assembly bp55 lot: h249487 lot quantity: (B)(4); work order traveler indicates that all inspection acceptance criteria were met. Incoming final inspection sheet met all inspection acceptance criteria. Material certification & certificate of conformance and quality history card were found to be conforming. 04.037.912.3 tfna lock drive bp 58 lot # h330673 lot quantity (B)(4); work order traveler indicates that all inspection acceptance criteria were met. Inspection sheet met all inspection acceptance criteria. 21127 timoagri16.00 bp 80 lot # h201580 lot quantity (B)(4).; certificate of analysis supplied by metalworks pmd was found to be conforming. Lot summary report supplied by depuy synthes indicates that all acceptance criteria were met. Raw material receiving / putaway checklist indicates that all other acceptance criteria were met. Tabulated design drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Risk documentation the complaint histories for the tfna nail family was reviewed from january 2014 (system launch) through july 2018. Implant sales were utilized to calculate an occurrence rate of 0.0590%. The risk assessment for tfna addresses the hazard loss of fixation which may result in harm to the patient post surgery. This hazard carries a moderate severity of harm (3) and an unlikely likelihood of harm (2) which has a probability of occurrence of >0.01% and </=0.1%. This complaint condition is adequately covered by the risk assessment. Dimensional inspection: an accurate dimensional inspection relevant to this complaint could not be performed at cq due to the jagged and oblique fracture pattern. Material analysis certificate of analysis supplied by metalworks pmd was found to be conforming. Lot summary report supplied by depuy synthes indicates that all acceptance criteria were met. Raw material receiving / putaway checklist indicates that all other acceptance criteria were met. Conclusion: a definitive root cause for the nail breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown date in (B)(6) 2018. It is unknown if/when the device has been explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is a synthes sales consultant without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post-operative the trochanteric fixation nail advanced (tfna) nail has broken in situ. The nail was implanted in (B)(6) 2018. Concomitant devices: tfna blade (part/lot unknown, quantity 1); locking screw (part/lot unknown, quantity 1). This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).